Event description:
Patient representative reported "tightness, discomfort and pain in bilateral breast and chest region, chest muscle spasms with nerve pain, grade 3 capsular contracture of right breast with subsequent bilateral capsulectomy, tingling and burning sensation in the periscapular region and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided reason for reoperation: capsular contracture unknown baker grade, sensation increase/decrease, anxiety product/ procedure, neurological symptoms.